Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This occurred less than a week post-implant. Technical services reviewed the electrograms and recommended to bring the patient in for some testing. There were no additional adverse patient effects. The system remains implanted.